Manufacturer narrative:
Patient demographics information requested. No information has been received. A medtronic representative inspected the imaging system on-site and system logs were evaluated. The issue could not be replicated, and the system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to take 2d exposures. The use of medtronic imaging and navigation was discontinued after a delay of more than 1 hour. The patient was not impacted and the procedure was completed successfully. No additional details were provided.

Manufacturer narrative:
Patient information now provided. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.